Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that nine days following an intraocular lens (iol) implant procedure, the patient developed iridocyclitis. The patient was treated with topical antibiotic/steroid, topical non-steroidal anti-inflammatory medication, and polyethylene glycol topical medication. Additional information was received that the patient was prescribed a topical antibiotic/steroid, a different topical steroid, topical non-steroidal anti-inflammatory medication, a topical antibiotic and hydroxyl glycosides topical medication the day of surgery. Additional information received that the patient's symptoms are continuing.